Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. Seems that around 250 ml of sterile cold saline was entered the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed.

Event description:
During the ivtm therapy, the icy catheter (lot #unknown) was placed into the patient's right femoral vein. After the cooling phase and at the initiation of the rewarming phase, the user observed an empty 250 cc and 500 cc saline bag. No saline traces were noted under the patient, inside, and under the thermogard xp ivtm system (sn (B)(4)). No blood tinge was noted in the start-up kit (suk) (lot #unknown) tubing. The customer stated that a 6 fr femoral sheath was placed on the same side of the icy catheter, and the sheath was placed before the catheter placement. It is unknown whether the customer performed a leak check per new IFU before replacing the saline bag. The customer stated that the catheter was not replaced because rewarming had already begun, and the customer utilized passive rewarming. The dwell time of the catheter and the suk at the time of the issue was approximately 24 hours. The customer stated that the ivtm therapy was completed using the same thermogard system. No consequences or impact to the patient. The biomed tested the thermogard system after completing the ivtm therapy and noted fluid collecting on the drip tray. The biomed observed no fluid on the air trap holder and noticed that the suk air trap contains 500 cc of saline. The biomed personnel stated that it appears that the saline bag had been replaced as the suk had about 250 cc fluid in the system when it was primed. The biomed personnel primed the thermogard system, and the suk in the system does not appear to be leaking. The biomed personnel believed the fluid in the drip tray was from condensation. Zoll service personnel walked the biomed on how to clear the fluid from the air trap, and no further issues were noted.